Event description:
Health care professional reported left side capsular contracture, baker grade lv diagnosed by ultrasound. Device has been explanted with capsulectomy and replaced with another manufacturer's device.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 05/09/2024.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Health care professional reported capsular contracture baker grade lv. This relates to the left side. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, since it is not related to the device. Malposition: unable to observe, since it is not related to the device. Additional observations: deformation device observed, on the device. No further actions are required, as the device was implanted.

Event description:
Health care professional reported, capsular contracture, baker grade lv. This relates to the left side. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Health care professional reported capsular contracture baker grade lv. This relates to the left side. Device has been explanted and replaced with a non allergan device.

Event description:
At the time of explant a capsulectomy was performed.